Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2011-00674.

Event description:
It was reported that, "surgeon was trying to insert a 35mm screw through psl shell and both screwdriver shaft tips sheared off."